Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery packs) was confirmed. As received, the charger/modem would not recognize a test battery pack. Upon evaluation, the y1 crystal oscillator was defective. The cause of the inability to recognize the battery packs is the defective crystal oscillator. The root cause of the defective oscillator cannot be positively identified. No adverse event resulted from the defective components.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient's charger was unable to recognize the battery packs in order to charge.